Event description:
It was reported that during an unknown procedure, the device was jamming and the staples were not forming. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Nonconforming staple stack. The analysis results showed that the instrument was returned non- functional due to a non-conforming staple stack. The device was disassembled to verify the integrity of the internal components and one staple was found to be loose in the cartridge. It is possible that this staple caused the staple stack to become misaligned. When the staple stack is found to be nonconforming, staples will become jammed in the cartridge, not allowing the staples to properly advance and possibly preventing the device from firing. While no conclusion could be reached as to how the staple became loose, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.